Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that an arteriotomy closure of the moderately calcified right common femoral artery was attempted using a proglide device via 7f sheath after a percutaneous coronary intervention procedure. The proglide device was pre-flushed with saline prior to use. Reportedly, on insertion into the patient's anatomy, no blood flow was observed at the marker lumen of the proglide device. The proglide device was slightly turned to find an appropriate angle, no flow was observed. An additional proglide device was used to achieve hemostasis. There was no reported adverse patient sequela. There was no clinically significant delay in the procedure or therapy. No additional information was provided.